Event description:
The customer reported via phone call he has to manually push insulin through the tubing to get insulin. Customer's blood glucose was over 600 mg/dl. Customer had a no delivery alarm. Customer stated that every once in a while, the pump stops pumping. Customer treated his blood glucose and 30 minutes later, it was still over 600 mg/dl. Customer received a no delivery alarm about 4 months ago. Customer stated that the pump clicks while priming but it is not humming anymore. Customer reported that the alarm was resolved by a complete set change. Customer stated that everything was fine. Customer did not have a back-up plan. Customer was advised to stop using the pump at this point.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, no delivery, and motor tests. There was no excessive "no delivery" error alarm or motor error alarm noted. The drive/motor was inspected and no drive/motor anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had a cracked case at the display window corner, a minor scratched lcd window, a and cracked reservoir tube lip.